Manufacturer narrative:
The device is currently not available for analysis. No conclusions regarding the clinical observation can be drawn at this time. The investigation will be continued as soon as new information becomes available.

Event description:
It was reported that the ICD shows increased shock impedance values. The patient is being monitored via home monitoring. The ICD remains implanted and active. No deterioration of the patient's state of health was reported.